Manufacturer narrative:
This report is being filled to correct the awareness date. This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that during the implant of this device the device stayed in storage mode. The device was reprogramed and implanted. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that during the implant of this device the device stayed in storage mode. The device was reprogramed and implanted. No adverse patient effects were reported.